Manufacturer narrative:
Stryker evaluated the customer's device but was unable to duplicate the reported power issue. Stryker replaced the device battery pins as a preventive measure. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device intermittently powered off by itself. In this state, defibrillation therapy may be delayed or not available if needed. There was no patient use associated with the reported event.